Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3058, serial/lot #: (B)(4), ubd: 28-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported back pain starting from the 'device closest' to their spine and goes to the hip on the opposite side. They stated a non-managing physician took an x-ray and stated the 'wire' was on the opposite side of the body than where it was implanted. The patient called the managing physician who told them to turn stimulation off. They pain went down a little but, but not much. The patient has not had falls or trauma, but drives a tractor trailer (stated they went back to work the week of implant surgery. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.